Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a grinding noise during the rewind process. Prior to the grinding noise, the customer was hospitalized for a blood glucose of 585 mg/dl. The customer's blood glucose kept increasing despite an infusion set change. The self test passed. The displacement test resulted in the grinding noise but the motor appeared to work. The device was not exposed to a high magnetic field. A high pressure test was not possible. The insulin pump will be returned and replaced.

Manufacturer narrative:
Retainer ring : clear. Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test p-cap locks properly in place in the reservoir compartment noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery alarms or alerts noted during testing or in the insulin pump trace download. Thus and care link software was utilized and downloaded trace/history files properly. Device received with a high sleep current measurement and found corroded battery tube during visual inspection. The original battery tube was replace with the test battery tube and the sleep current was in specifications. No moisture or component damage on the electrical board 2, motor and keypad assembly during visual inspection under the microscope. Moisture damage found on electrical board 1 and vibrator during visual inspection under the microscope. In conclusion, the high sleep current measurement due to corroded battery tube. Device received with cracked case behind the pump at the battery compartment, cracked retainer, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.